Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a thoracic wedge resection procedure, the device fired without pressing the button. There was no stapling or cutting. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n5645j. The analysis found that one psee60a device was returned for analysis with an ecr60g cartridge reload loaded on the device. The cartridge was received fully fired. The device was returned with a non working firing mechanism. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. The device was not tested for functionality due to its condition, however the device was dry fired to test the condition of the firing mechanism and achieved its complete firing sequence without any difficulties. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.